Event description:
International customer reported that a patient developed nephritis and renal calculi (kidney stones) in the location of the suture at an unspecified time following ureter surgery. Unspecified medical treatment is planned.

Manufacturer narrative:
Conclusion: the reported development of renal calculi is a known and expected event. The product insert states that prolonged contact of any suture with salt solutions, such as those found in the urinary or biliary tracts, may result in calculus formation.